Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer states their blood glucose level was 525 mg/dl and they took a bolus for 5 unit and it has gone down to 400 mg/dl. Customer did not wish to troubleshooting for blood glucose being high and also discussed the different areas the sets can be used. The devices will not be returned for analysis.